Manufacturer narrative:
Save to disk clinical data review was determined to be not required because the reported complaint cannot be substantiated via save to disk analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presyncopal. The right ventricular (rv) lead was found to have no capture at high output four days after implant of a new device. The patient was brought back for a device revision. When inspecting the header, the lead appeared to be fully inserted. The physician decided to replace the lead as the patient was 100% pacing dependent. The new lead had good numbers when tested through the analyzer. When the lead was inserted into the device it was not capturing as maximum output. The physician recalled that the rv setscrew had felt a little tight during the implant. The device was then explanted and a new device was implanted. The new rv lead was inserted and testing revealed good parameters. The new rv lead and device remain in use. No further patient complications have been reported as a result of this event.